Event description:
It was reported that a dissection occurred. The subject presented with an inferior wall myocardial infarction (mi). The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). After predilatation with a 2.50 x 12mm non-compliant balloon, a 3.50 x 38mm synergy xd drug-eluting stent (des) was post-deployed. The stent was fully inflated at 16 atmospheres for 10seconds. However, a distal stent edge dissection occurred in the mid-rca. The dissection was flow-limiting and graded as type b. Per the operating physician, lipid rich plaque contributed to the occurrence of the dissection and timi ii flow. A 3.50 x 12 non-compliant balloon was then used to post-dilate the stent, and a 3.00 x 16 mm synergy des was subsequently deployed to cover the distal stent edge dissection. The procedure was completed successfully, and the patient remained stable post-procedure.